Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the air bubbles in the reservoir was continuous. The reservoir is not expected be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.